Event description:
It was reported that the patient developed infection, surgeon decided to remove devices. Symptoms included: drainage/incisional wound opening. The pocket was noted. It was unknown if a culture was taken. Antibiotic treatment was necessary. Date of onset/diagnosis of infection was noted as (B)(6) 2013. The patient had been treated with antibiotics at post op due to redness at pocket site. Other symptoms noted included: pain and swelling at the device pocket. Patient status at time of reporting was noted as alive - no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va04bgv, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received noted that regarding how the patient was doing after explant, the patient was doing well. The infection had cleared. The patient and surgeon planned to re-implant. They were discussing a potential date in 1 month, but it was not scheduled.